Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent altitude alarms occurred while customer was within labeled recommended operating range. There was no reported impact to customer's blood glucose level. Reportedly, the alarm cleared and insulin delivery was resumed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.